Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release from the delivery catheter system (dcs), the valve dislodged resulting in moderate-severe paravalvular leak (pvl). Two balloon aortic valvuloplasties (bav) were performed with no change in pvl. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve and reduced the pvl to mild. No adverse patient effects were reported.